Event description:
It was reported that the baseline pericardial effusion increased in size. A left atrial appendage (laa) closure procedure was being performed. The laa had a horizontal axis oriented downward and had an anterior notch. The fossa had no superior/inferior orientation and had a selectable region only in the anterior/posterior direction. Pericardial effusion around the laa and left ventricle had already been observed prior to the procedure. In addition, pvi had been performed recently, and the tip of the ridge appeared slightly edematous. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture at the inferior/middle posterior region and inserted the was into the laa of the patient. Despite repeated deployment attempts the maximum diameter of the closure device protruded at the posterior side, inferior side, and lateral/posterior side. Since the transseptal puncture site could not be changed, the was was changed from a double curve to a single curve. Deployment was attempted again with the closure device, but the posterior side protruded more than in the previous deployment. The pericardial effusion was checked after each deployment attempt, and no change was observed. It was considered that better coaxial alignment had been achieved with the initial was, so the was double with the 31mm wds was attempted again. Various adjustments were made, including changing the lobe selection and deployment method; however, the release criteria could not be met. The device size was reduced to a 27mm wds. The closure device was advanced distally and deployed. After several deployment attempts, the closure device was deployed slightly more distally, but it still protruded. Good anchoring, compression and leak criteria were also met. The greatest protrusion was observed posteriorly. Protrusion at the maximum diameter was observed on the inferior, posterior, and lateral/posterior sides. The closure device was released at the physicians discretion. No movement was observed after release. Postoperative transesophageal echocardiogram (tee) suggested a possible increase in pericardial effusion. Since the pericardial effusion had already been present prior to the procedure, the patient was returned to recovery for routine observation. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the baseline pericardial effusion increased in size. A left atrial appendage (laa) closure procedure was being performed. The laa had a horizontal axis oriented downward and had an anterior notch. The fossa had no superior-inferior orientation and had a selectable region only in the anterior-posterior direction. Pericardial effusion around the laa and left ventricle had already been observed prior to the procedure. In addition, pvi had been performed recently, and the tip of the ridge appeared slightly edematous. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture at the inferior/middle-posterior region and inserted the was into the laa of the patient. Despite repeated deployment attempts the maximum diameter of the closure device protruded at the posterior side, inferior side, and lateral/posterior side. Since the transseptal puncture site could not be changed, the was was changed from a double curve to a single curve. Deployment was attempted again with the closure device, but the posterior side protruded more than in the previous deployment. The pericardial effusion was checked after each deployment attempt, and no change was observed. It was considered that better coaxial alignment had been achieved with the initial was, so the was double with the 31mm wds was attempted again. Various adjustments were made, including changing the lobe selection and deployment method; however, the release criteria could not be met. The device size was reduced to a 27mm wds. The closure device was advanced distally and deployed. After several deployment attempts, the closure device was deployed slightly more distally, but it still protruded. Good anchoring, compression and leak criteria were also met. The greatest protrusion was observed posteriorly. Protrusion at the maximum diameter was observed on the inferior, posterior, and lateral/posterior sides. The closure device was released at the physician's discretion. No movement was observed after release. Postoperative transesophageal echocardiogram (tee) suggested a possible increase in pericardial effusion. Since the pericardial effusion had already been present prior to the procedure, the patient was returned to recovery for routine observation. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.